Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. According to the complainant, since (B)(6) 2009 the patient has had intermittent redness around the stoma. This has been treated with a sorbact bandage, zink ointment and most recently cavilon ointment. The patient may receive a colloid bandage. The last date of redness was on (B)(6) 2010 and it was noted to be "smeary" as well. The physician ordered a culture which came back positive for infection on (B)(6) 2010. The physician prescribed t. Heracillin 750 mg tablets 3 times a day for 10 days. There are no plans to remove the peg tube. On (B)(6) 2010 the patient's condition was reported to be good with no fever.